Event description:
It was reported that prior to a routine pulse generator replacement procedure of an asymptomatic patient, the device was found to be in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.